Manufacturer narrative:
Product was returned therefore d9 and h6 were updated

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 87-year-old male patient with a past medical history of coronary artery disease, presenting scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a electrophysiology (ep) ablation. It was noted that the patient had a large right common femoral artery hematoma from a staged percutaneous coronary intervention (pci) the week prior. The patient was currently in the ep lab for a ventricular tachycardia (vt) ablation. During the procedure, the patient became hypotensive, levophed and epinephrine drips were started, and titrated to .01mg each. The impella was inserted at this point. Once the ablation was completed, the physician decided to remove the peel-away sheath and leave the impella in for support. The repositioning sheath was slid into place and sutured. It was then noted that a hematoma was forming above the insertion site. Manual pressure was held. The previous hematoma from the week prior continued to grow, along with access site bleeding. The patient lost pulses, and cardiopulmonary resuscitation (CPR) was administered. Return of spontaneous circulation (rosc) was achieved. The hemoglobin prior was 13, and after this event was 12.9. A new hematoma was noted, and bleeding from the site continued. Volume was given to the patient. No dissection or bleed was noted on fluoroscopy. 1 unit packed red blood cells (prbc) given. Vascular surgery examined the groin again and noted an arterial bleed from a lateral site to the impella. Lactate was 5.4. The decision was made to wean the impella and locate the bleed. The impella was removed with best practices. Once the repositioning sheath was removed, rapid bleeding was noted. Manual pressure was held, and a new 14fr sheath was inserted to tamponade the bleed. The patient was then sent to the vascular operating room (or) to repair the site. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).